Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additionally distal end had a crack.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. Based on the results of the investigation it is likely the material could not be removed due to physical damage on the device. Additionally, event occurred when physical stress was applied to the distal end. However, olympus could not identify a definitive root cause of the event. Suggested event 1 and 2: the user may detect the event by handling the device according to the following (instruction for use) IFU. Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. The user may prevent occurrence of the event 1 by handling the device according to the following (instruction for use) IFU. Operation manual_ important information ¿ please read before use_ precautions warning:do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.